Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when opening the package, the tube had stopper creep out and a no draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination for stopper creep out and 20 were subjected to functional draw testing for underfill and no issues were observed relating to stopper creep out and underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creep out and underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when opening the package, the tube had stopper creep out and a no draw issue."